Event description:
The customer reported although an end tone, indicating a completed seal cycle, was heard, there was no evidence of energy delivery. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.